Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as red skin that was slightly raised. There is no allegation of a device malfunction. The patient consulted his physician who recommended to use a cream. Follow-up indicated that the patient used the cream and that it helped.